Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position and placed around the polyp. Resistance was encountered when closing the snare around the polyp. The snare was removed from the polyp and withdrawn from the endoscope. Another snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned snare confirmed handle retraction difficulties due to a kink in the outer catheter near the handle assembly and a severe bend in the handle drive wire (which moves inside the outer catheter). The kink in the outer catheter near the handle assembly is causing resistance in snare retraction when the handle drive wire is moving inside the catheter lumen at the kinked area. Because the handle drive wire is bent, this is also creating resistance between the inner wall of the outer catheter and the handle drive wire. We were unable to determine exactly when snare became kinked. However, the appropriate personnel have been informed of this observation in an effort to heighten awareness. Several bends throughout the length of the outer catheter were noted, but they are not contributing to snare retraction difficulty due to the location of the these bends. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month compliant history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: snare retraction difficulties can occur if the outer catheter and/or handle drive wire becomes kinked or bent. This can occur if the device experienced excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. The additional bends in the outer catheter suggest excessive pressure had been applied to the snare during use or general handling. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.